Manufacturer narrative:
(B)(4)

Event description:
It was reported "an attempt was made to place the central venous catheter (cvc) initially by puncturing the right internal jugular vein under ultrasound guidance. Although venous return was obtained, the guidewire could not be advanced . Two additional attempts were made in the left internal jugular vein, without success. After repositioning the patient (hip elevation, abduction, and flexion of the extremities), and with antisepsis and a sterile field, a puncture of the left inguinal region was performed. Since the guidewire could not be passed, it was decided to make an incision medial to the femoral pulse. The left femoral vein was identified, and the 13 cm, 4fr catheter was finally inserted, with fluoroscopic confirmation of its correct position." Ecchymosis was observed the previous puncture sites. There was no medical intervention required. There were no patient complications because of the ecchymosis.

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "an attempt was made to place the central venous catheter (cvc) initially by puncturing the right internal jugular vein under ultrasound guidance. Although venous return was obtained, the guidewire could not be advanced . Two additional attempts were made in the left internal jugular vein, without success. After repositioning the patient (hip elevation, abduction, and flexion of the extremities), and with antisepsis and a sterile field, a puncture of the left inguinal region was performed. Since the guidewire could not be passed, it was decided to make an incision medial to the femoral pulse. The left femoral vein was identified, and the 13 cm, 4fr catheter was finally inserted, with fluoroscopic confirmation of its correct position." Ecchymosis was observed the previous puncture sites. There was no medical intervention required. There were no patient complications because of the ecchymosis.